Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer was calling in about bent cannulas and mentioned their levels were running high. The customer's blood glucose level was over 400mg/dl and about 430mg/dl. The customer states they noticed the bent cannula, changed their site, and their levels began to go down. The customer declined to troubleshoot because of past event, and their levels were fine now. No further assistance was provided at this time.